Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the down arrow button was not working. Customer's blood glucose level was 271 mg/dl. Customer stated that their blood glucose level was high due to flying. Customer has yet to treat and declined to troubleshoot. Customer stated that when he woke up this morning, he changed the battery twice and it was still not working. Customer was able to keep pressing it until it finally worked and he could do the set change. Customer stated that it was working consistently during the set change and now it is not working at all. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.